Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024 one 6.0x120 mm supera stent was implanted in the distal bypass extending into the popliteal artery and two absolute pro ll stents (sizes 6.0x150, 6.0x120 mm) were implanted proximal to the supera stent. During the twelve-month follow-up phone call, the patient reported worsening of claudication symptoms in the target limb that started several weeks prior. Reportedly, the physician discovered a re-occlusion / re-stenosis of the target stent. The patient wishes to continue the treatment in another clinic and was unable to provide further information. Revascularization was not scheduled. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The reported patient effects of stenosis and pain are listed in the supera peripheral stent systems instructions for use as potential adverse effects of peripheral percutaneous intervention. A conclusive cause for the reported stenosis and pain, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional devices referenced in b5 are filed under separate medwatch report numbers.